Manufacturer narrative:
B3: event date: ¿since past weeks". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with raficidin (for 12 days) and fortum. On an unreported date, the patient was switched to gentamycin (for 14 days). At the time of this report, the patient outcome was not reported. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.